Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the animas vibe system user's guide states: do not enter fingerstick bg values for startup calibration or calibration update/recalibration if ??? Or ant appears. Wait 10 minutes to see if the devices start communicating and then enter a new fingerstick bg value.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient did not calibrate properly according to user guide recommendations. No additional patient or event information is available.